Event description:
On (B)(6) 2009, the pt's mother reported that the insulin cartridge was "stuck inside" the pt's infusion device and unable to be removed. She had no further info. On f/u with the pt the same day, he stated that during the night the insulin cartridge "popped off" his infusion device and about 100-150 units of insulin spilled inside the cartridge chamber. The plunger remained attached to the piston rod. He said he changed the adapter 2 days ago and did not notice any damage to the adapter. He was unable to detach the plunger from the piston rod. He switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The adapter and the infusion device were requested to be returned for eval.